Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer ordered a replacement battery to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that a brand new device was received without batteries or spo2 probe.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to missing batteries and spo2 probe. Based on the conclusion of the investigation, it was determined that the customer required batteries and spo2 probe. The batteries and spo2 probe was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device needed to be repaired.